Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo an ipg replacement procedure per physician's preference.

Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo an ipg replacement procedure per physicians preference.